Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.0 x 15mm non-bsc balloon catheter, a stent was deployed to treat the lesion. Subsequently, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. The balloon was inflated at 20 atmospheres for 15-30 seconds. However, after balloon deflation, the device caught the guide wire, became difficult to remove, and eventually pulled it out from the vessel. The procedure was completed with a different device. After the procedure, the balloon catheter was investigated and it was found out that the distal shaft of the balloon catheter was kinked into an l-shape. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip and shaft damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.0 x 15mm non-bsc balloon catheter, a stent was deployed to treat the lesion. Subsequently, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. The balloon was inflated at 20 atmospheres for 15-30 seconds. However, after balloon deflation, the device caught the guide wire, became difficult to remove, and eventually pulled it out from the vessel. The procedure was completed with a different device. After the procedure, the balloon catheter was investigated and it was found out that the distal shaft of the balloon catheter was kinked into an l-shape. No patient complications were reported and the patient's status was stable.